Event description:
It was reported that during an acl procedure, the flipcutter broke in the knee joint during drilling leaving metal fragments in the joint. Surgeon used another flipcutter which broke again. Visible fragments were all removed but small swarfs (microscopic fragments) remained in patient. Surgery completed successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The devices met all material specifications as received. Complaint was confirmed. The complaint evaluation revealed the distal end of the inner shaft and actuator tube broke off along with the cutter tip. Also, the actuator tube was slightly bent with circumferential marks observed around the outer diameter at it's distal end. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.